Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 195 mg/dl.he took 40 units of long acting insulin and added 10 units of fast acting insulin in order to lower his blood glucose.after the customer took insulin, he began sweating and passed out for a short time.his wife gave him something to eat to raise his blood glucose.the customer performed control tests during the call and both fell within the normal control range.the customer had been advised to return his test strips for evaluation, but they were not received by the qa lab.replacement test strips and a new meter were sent to the customer.